Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 281 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer declined troubleshooting with tandem technical support (cts) and stated healthcare provider would be contacted. At the time of the call, the customer's bg levels came down to 252 mg/dl. Additionally, it was reported that the customer received an incomplete bolus alert. The customer intended to deliver a bolus prior to the alert, and stated the bolus was successfully able to be delivered to stabilize bg levels. Cts educated the customer on the reason for the alert. It was also noted that the customer had to press the wake button multiple times before the pump turned on. Cts requested for the customer to turn the pump on and off multiple times; customer stated the pump was able to turn on and off with one tap more than 3 times in a row. The customer's bg levels were not impacted due to the wake button issue.